Manufacturer narrative:
The device involved in the incident was evaluated. The device was manufactured at a kimberly-clark facility that is no longer in operation. The in-process investigation performed found that the most probable root cause was excess silicone being applied at the time when the components (lumen, connectors and valves) were assembled, causing potential obstructions/blockage. To eliminate the potential recurrence, the amount of silicone being applied will be done through the use of different size tip dispensers. An automated silicone application is being evaluated with an anticipated implementation date of 2008.

Event description:
Devices on the same pt, after two weeks of use, would get very hard to flush to the point of being totally clogged. The tube is being flushed every hour in between the continuous feeding with 6 cc of water. The pt is on six medications and these have remained unchanged over the years and always have been administered through the tube. The pt had to be taken to the hospital to have another tube inserted under fluoroscopy five times following these incidents. The pt went back home after the procedures. Caregiver reported that the tube had lasted up to two years. Pt injury was not cited and no medical intervention other than multiple tube replacement in the hospital. Kimberly-clark (kc) has no independent knowledge of the event reported but is relaying the information that was provided by the parent where the incident occurred. This product incident is documented in the database.